Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/03/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The overwrap packet was examined for visual defects and it was observed that one of the four sides no was sealed in the bottom of the tyvek. Since the tyvek was mas short that copolymer likely this condition causes that the overwrap no to be correctly sealed. According to the sample condition; the assignable cause is one open seal resulting in an empty primary packet.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Prior to the procedure, the package found opened and empty, without content after opening the box. There were no adverse consequences reported. No further information is available.